Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens went into the eye backwards. The lens was removed within the same surgery with no patient injury and the backup lens was implanted. The reporter stated the lens was loaded incorrectly.

Manufacturer narrative:
(B)(4). Evaluation, method - work order search. Results : a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to the lens was not loaded correctly. (B)(4).